Manufacturer narrative:
Product event summary: (B)(4) the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due toa depression while in vivo, there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead developed a cosmetic depression while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary - the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had an insulation breach. The lead was explanted and replaced. No patient complications have been reported as a result of this event.